Manufacturer narrative:
The device was reported to have been left in the patient. Since the device was not analyzed, the event could not be confirmed. Per the solitaire fr IFU (instructions for use): ¿to retrieve thrombus, slowly withdraw the microcatheter and solitaire revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire revascularization device distally. Note: ensure microcatheter covers proximal marker. Do not use each solitaire fr revascularization device for more than two flow restoration recoveries.¿ MDR related to this event: 2029214-2017-00102 2029214-2017-00103 2029214-2017-00104 2029214-2017-00105 2029214-2017-00106 2029214-2017-00107.

Event description:
Medtronic received report through literature review of "outcome of standard and high-risk patients with acute anterior circulation stroke after stent retriever thrombectomy" gratz pp1, jung s, schroth g, gralla j. Stroke. 2014 jan;45(1):152-8. Doi: 10.1161/strokeaha.113.002591. Epub 2013 nov 21. The solitaire device was reported lost (separated) from the pushwire during retraction in the m1 segment. The patient was treated with aspirin and plavix. The vessel remained open and the patient experienced no new symptoms. Other events reported: distal clot embolization was observed in 15 patients. Six embolizations occurred in a previously uninvolved vascular territory.